Event description:
It was reported that the user experienced recurrent insulin occlusion alerts on the ilet while using contact detach steel infusion sets with an abbott freestyle 3 plus sensor; alerts cleared only after supply changes, and blood glucose remained stable around 94 mg/dl. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, a step-by-step review of supply change technique, and analysis of information provided, which identified a configuration mismatch where the ilet was set to teflon while the user was using steel infusion sets; additional guidance was provided to change the infusion set type setting and to use infusion sets and connectors from different boxes. Investigation of this case revealed no device problem found and a lack of effect attributable to the reported occlusions, with the specific cause not established given insufficient information, although configuration error was addressed and supplies were replaced from different lots. It was concluded, based on previously established findings for similar reports, that the cause was insufficient information and cause not established.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.